Manufacturer narrative:
A review of documentation supplied with the implant states that the implant must be charged every 30 to 90 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Ipg was explanted and replaced to address the issue.

Event description:
It was reported the ipg was unable to communicate with the external devices. Reportedly, the patient has not recharged the device since december 2020. As such, surgical intervention may occur to address the issue.

Manufacturer narrative:
Date of the event is estimated.